Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing was observed on both the right atrial (ra) and right ventricular (rv) leads. Additionally, consistent ventricular capture could not be confirmed during high rate non-sustained episodes. Both leads remain in use. No patient complications have been reported as a result of this event.